Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Clips can't be fully applied. Does this mean that the clips were malformed? Does this mean that the clips did not fully advance into the jaws of the device? Did the clips drop or eject from the jaws of the device?

Event description:
It was reported that during a laparoscopic cholecystectomy, clip can't be fully applied. There were no patient consequences.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information was requested, and the following was obtained: please clarify the event. Clips cant be fully applied. Does this mean that the clips were malformed? Does this mean that the clips did not fully advance into the jaws of the device? Did the clips drop or eject from the jaws of the device? The clips did not fully advance into the jaws of the device.

Manufacturer narrative:
(B)(4). Date sent: 08/17/2018. Batch # p92a9m. Upon visual inspection of the pictures, one of the photos show the entire device, no clips can be observed; the second photo shows the trigger at the batch area, the batch appears to be p92a9m. No conclusion could be reached as to the cause of the reported issue as the device was not returned for analysis. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint were found during the manufacturing process.